Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. H6: corrected component code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the evaluation confirmed there was no deformation or damage that resulted in the foreign material in the channel. The root cause of the foreign material remaining in the channel could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). The IFU states the detection method in cf-xz1200l/I operation manual chapter 3 preparation and inspection. The IFU states the preventive measure in cf-xz1200l/I reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, after the unspecified procedure, the facility staff noticed that the left angle wire of the colonovideoscope was broken. It is unclear when the issue occurred. The device was returned for evaluation. During the device evaluation, foreign object was found in the forceps channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the play of the up / down knob was out of the standard value due to wear of the angle wire, the adhesive on the bending section cover had a white-clouded area, the control unit was damaged, the plastic distal end cover had a dent, and the connecting tube had a scratch. The cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was returned to olympus for repair, it was unknown what the foreign material may have been. There was no delay in the start of pre-cleaning, the customer aspirated water through the instrument / suction channel, there were no abnormalities in the accessories used for reprocessing, the customer wiped and brushed the instrument channel outlet with clean lint-free cloths / brushes / sponges, and the customer brushed the instrument channel / instrument channel port / suction cylinder. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.